Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit rental display has a cracked screen.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) replicated user complaint, confirmed damage upper display. Replaced upper panel assembly to resolve reported issue. Also replaced bezel upper display and upper hinge cover display. Calibrations, functional testing, and safety testing all passed per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump unit rental display has a cracked screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Completed repair with all functional and safety tests per manufacturer specifications.